Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 45% stenosed, mildly calcified, and mildly tortuous target lesion. A 24 x 3.00 promus premier select stent was advanced, but could not pass through the lesion properly. The device could not be positioned at the lesion site, no attempt was made to inflate the balloon, and the device could not be used. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned device consisted of the promus premier select stent delivery system (sds). Examination of the crimped stent via scope found evidence of damage with the proximal stent struts lifted. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed a damaged tip. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. Analysis of the returned device confirmed the alleged complaint as stent damage was noted with proximal stent struts lifted. The distal end of the bumper tip shows signs of damage and additionally, multiple hypotube kinks were noted.

Event description:
It was reported that stent damage occurred. A percutaneous transluminal coronary angioplasty (ptca) was performed on a 45% stenosed, mildly calcified, and mildly tortuous target lesion. A 24 x 3.00 promus premier select stent was advanced, but could not pass through the lesion properly. The device could not be positioned at the lesion site, no attempt was made to inflate the balloon, and the device could not be used. The device was removed from the patient, and damage on the stent struts were noted. The procedure was completed with another of the same device. No patient complications resulted in relation to this event, and the patient was reported to be stable following the procedure.